Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported that the dbs therapy app and recharger app were showing that therapy was turned off. The patient did not know why the therapy was turned off and they were uncertain if it should be turned on. The implantable neurostimulator (ins) was fully charged at the time of the call. The patient mentioned that today was the first day they used their external equipment. The patient was redirected to their healthcare provider for further instruction. No symptoms were reported.